Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / migration of essure device - part of wire outside of left fallopian tube"), vaginal haemorrhage ("essure worsened her previous abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("essure worsened her previous abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("intermittent pain in left pelvic area") and device breakage ("device breakage") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception and menstrual cycle management: ortho tri-cyclin lo from 29-feb-2008 to 1-may-2009; for contraception: yaz from 30-apr-2007 to 29-feb-2008; for control excessive bleeding: vivelle-dot patch. Past adverse reactions to the above products included adverse event with vivelle-dot patch and yaz. Concurrent conditions included vaginal bleeding (not recovered prior to essure insertion), menorrhagia (not recovered prior to essure insertion), migraine since 1998, acid reflux (oesophageal) since 2009 and depression. Concomitant products included omeprazole since 2008 for acid reflux (oesophageal), fluoxetine since 2008 for depression, medroxyprogesterone acetate (depo-provera) from may 2009 to august 2009 for menstrual cycle management and headache and sumatriptan for migraine. On (B)(6) 2009, the patient had essure inserted. In june 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In may 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 20111, 1 year 11 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with oral contraceptive nos, surgery (partial hysterectomy with unilateral salpingectomy (left side removed) and oophorectomy), surgery (thermachoice endometrial ablation on (B)(6) 2009) and surgery (left side essure removal). Essure was removed on (B)(6) 2011. On (B)(6) 2011, the pelvic pain and dysmenorrhoea had resolved. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia and device breakage outcome was unknown. The reporter considered device breakage, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: in plaintiff fact sheet (pfs) that she would like to get the other side removed. In the medical records (mr) it was mentioned that during essure insertion both tubal ostia were visualized. Essure easily placed in right side. Initial left placement stopped due to device not opening properly. Second device inserted and operated with ease. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion (cont.) Hysteroscopy - on (B)(6) 2009: both tubal ostia seen and essure in normal location. Hysterosalpingogram (cont.) - on (B)(6) 2009: two left-sided essure micro-inserts visualized, one of which may be in the peritoneal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of product technical problem update. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / migration of essure device - part of wire outside of left fallopian tube"), vaginal haemorrhage ("essure worsened her previous abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("essure worsened her previous abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("intermittent pain in left pelvic area") and device breakage ("device breakage") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception and menstrual cycle management: ortho tri-cyclin lo from (B)(6) 2008 to (B)(6) 2009; for contraception: yaz from (B)(6) 2007 to (B)(6) 2008; for control excessive bleeding: vivelle-dot patch. Past adverse reactions to the above products included adverse event with vivelle-dot patch and yaz. Concurrent conditions included vaginal bleeding (not recovered prior to essure insertion), menorrhagia (not recovered prior to essure insertion), migraine since 1998, acid reflux (oesophageal) since (B)(6) and depression. Concomitant products included omeprazole since (B)(6) for acid reflux (oesophageal), fluoxetine since (B)(6) for depression, medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2009 for menstrual cycle management and headache and sumatriptan for migraine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, 1 year 11 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with oral contraceptive nos, surgery (partial hysterectomy with unilateral salpingectomy (left side removed) and oophorectomy), surgery (thermachoice endometrial ablation on (B)(6) 2009), and surgery (left side essure removal). Essure was removed on (B)(6) 2011. On (B)(6) 2011, the pelvic pain and dysmenorrhoea had resolved. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia and device breakage outcome was unknown. The reporter considered device breakage, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: in plaintiff fact sheet (pfs) that she would like to get the other side removed. In the medical records (mr) it was mentioned that during essure insertion both tubal ostia were visualized. Essure easily placed in right side. Initial left placement stopped due to device not opening properly. Second device inserted and operated with ease. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion (cont.). Hysteroscopy - on (B)(6) 2009: both tubal ostia seen and essure in normal location. Hysterosalpingogram (cont.) - on (B)(6) 2009: two left-sided essure micro-inserts visualized, one of which may be in the peritoneal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet (pfs) and medical records (mr) ¿ new reporters (physicians ¿ case became medically confirmed); plaintiff¿s demographic data; historical drug (yaz, depo-provera, ortho tri-cyclin lo and vivelle-dot patch); concomitant conditions (abnormal vaginal bleeding, menorrhagia, migraines, acid reflux and depression); concomitant drugs (depo-provera, sumatriptan, omeprazole and fluoxetine); essure indication (permanent birth control by bilateral occlusion of the fallopian tubes); essure insertion date update ((B)(6) 2009); previous reported event update (from migration to migration of essure device - part of wire outside of left fallopian tube and clubbed with perforation, and from pain to pain in left pelvic area); new adverse events (abnormal bleeding (vaginal, menorrhagia), device breakage, and dysmenorrhea (cramping)); exam (hysterosalpingogram and hysteroscopy); and essure removal method (partial hysterectomy, unilateral salpingectomy and unilateral oophorectomy). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery to remove the essure on (B)(6) 2011. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.